Event description:
Philips received a complaint by the customer on the v60 the unit shut off while in use on a patient, no patient harm reported, and unit was removed from service without further incident. The customer contacted the remote service engineer (rse) indicating the issue was resolved by the field service engineer who replaced the pm pcba. Customer is reaching out to ask for further clarification on the issue and if/what error code would be in the event log. Rse emailed customer with possible error codes that may be displayed in the event log during a 35v rail shut down scenario. Investigation is ongoing and if additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
It was confirmed that the power management (pm) pcba was replaced, and the device was returned to service with no restrictions.